Manufacturer narrative:
Final analysis found the pulse generator to exhibit no output or telemetry. The battery had depleted to the end of life level. High current drain was isolated, due to a defective capacitor.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator. The device was explanted and replaced on (B)(6) 2014.